Event description:
It was reported that cartridge alarm occurred during load process despite customer following instructions and waiting to remove used cartridge, and alarm recurred when customer attempted to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin therapy, technical support assisted with proper loading technique, arranged replacement pump under warranty, provided instructions for storage mode, and advised customer to reenter pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label.